Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, upon anastomosis, there was poor staple formation and firing was not complete distally. Another reload was used to fix the staple line and complete the case. There was no patient injury.